Manufacturer narrative:
H10: of the reported 2 devices, lot numbers were provide for all the devices, and the lot history reviews were performed. Of the 2 reported malfunctions, one device returned to the manufacturer for evaluation and one device is not returned. Therefore, the investigation of the reported event is inconclusive for one malfunction. Additionally one malfunction was confirmed the reported self-activation. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunction. A review of the reported information indicated that model 121410 monopty allegedly experienced self activation. This information was received from various sources. This malfunction does not involved two patients. The patient's age, weight and gender were not provided.

Manufacturer narrative:
For one of the *two* malfunctions, the devices were returned to bd and is pending evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunction. A review of the reported information indicated that model 121410 monopty allegedly experienced self activation. This information was received from various sources. This malfunction does not involved two patients. The patient's age, weight and gender were not provided.